Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer to use room temperature insulin delivery. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.